Event description:
The pt required veno arterial (va) ECMO support. At hour six, the membrane was noted to have a crack down the center. The membrane change procedure was employed including briefly separating the pt from ECMO support. The pt required CPR during the brief time off of support.